Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device, and it was determined that the reported condition was confirmed. It was determined that the device had unintended operation as the trigger screw came loose which caused the rear housings to separate from the mid-plate. The assignable root cause was determined to be due to component failure from normal wear and general tool degradation considering the age of the device and high cycle count. UDI: (B)(4).

Event description:
It was reported that the device was not working. During in-house engineering evaluation, it was determined that the device had unintended operation. It was determined that the device failed pretest for visual assessment, intermittent test assessment and final assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.